Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-01973. It was reported that after an ipg replacement on (B)(6) 2020 (manufacturer report number: 1627487-2020-01000), there were impedance problems observed on the lead. Upon further inspection, it was found that the lead was plugged into wrong ipg port. As a result, patient underwent additional surgical intervention on (B)(6) 2020, wherein the lead was plugged into the correct ipg port, which resolved the issue. Effective therapy restored postoperatively.